Event description:
The ortho summit sample handling system instrument's barcode reader reportedly did not read the plate barcode correctly. No death or serious injury was associated with this incident.